Event description:
A report was received that a patient was hospitalized and stopped being able to walk, eat, or talk. It was stated the patient was on a feeding tube. It was stated that the patient is now able to walk however eating is still an issue. The patient's father who left the report on social media alleged the patient's inability to eat to the vns. Further information was received that the patient was hospitalized due to pneumonia and autoimmune disease which was not stated to be related to vns. No additional relevant information has been received to date.